Event description:
The olympus technical support engineer was informed by the biomedical engineer at the user facility that the customer visera elite video system center has a ¿white balance error, e311, and looses its image intermittently with multiple scopes¿. The customer issue was found during inspection before use of a scheduled diagnostic procedure. No death injury or infection and no person or other has been affected was reported to olympus. This report is being submitted to capture the intermittent image loss.

Manufacturer narrative:
During troubleshoot via telephone, the customer confirmed the issue was with the subject device. The customer was able to white balance (no e311 error) and found the image goes in and out when manipulating/wiggling the scope¿s video connector in the device¿s video connector socket. The video connector socket is worn or loose and needs to be repaired. The subject device was returned to the olympus repair center for ¿connection is messed up inside, loose camera connection¿. The repair inspection confirmed the customer reported issue. The video connector is worn inside attributing to intermittent connectivity with the scope and intermittent image loss. The inspection also noted the software needs to be updated to the latest version. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch (the intermittent image was not confirmed during device evaluation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon (intermittent image) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.